Event description:
Ge healthcare recently updated its drug-drug and drug-disease interaction database in centricity, to obtain data from medi-span's application program interface (api). Prior to the update, ge centricity had three levels of interaction severity alerts. Medi-span's api has five levels of interaction severity alerts. Because ge healthcare did not have time to enhance their product to handle five severity levels they mapped their three existing levels to the five levels in medi-span's api. This mapping strategy is outlined in table 1.medi-span api level (new), medi-span legacy level (and cps/emr).contraindicated absolute contraindicationnot recommended absolute contraindicationextreme caution potential contraindicationuse cautiously potential contraindicationinformational use with cautiontable 1. Centricity - mapping of medi-span's 5 api levels to their 3 existing alert severity levels.this mapping strategy results in an inflated number of alerts categorized as absolute and potential contraindications. Falsely-severe alert warnings result in alert fatigue for prescribers and dilute the importance of clinically significant alerts. Both phenomena may lead to oversight of an important drug-drug or drug-disease interaction and subsequent patient harm.several examples of alerts generated in ge centricity, are available to be sent to the FDA but could not be attached to this report. The sheer number of falsely-severe alerts has become overwhelming for our providers, and our team is unable to simply shut off these alerts. For the safety of our patients, we have been advocating to ge healthcare that these issues be resolved in a timely manner.